Event description:
Pt called lfs and alleged that their meter changed from mg/dl to mmol/l. The pt did not change the unit of measurement themself. They contacted their physician for advice; no treatment was given. A meter is being sent to the pt.